Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery but did not see it happened at 4am. Customer stated that she gave patient temporary basal due to blood glucose was a bit high and it went down to 70 mg/dl. Customer declined to do troubleshooting and requested for insulin pump replacement. No further information provided.